Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) due to experiencing a high blood glucose (bg) level of 576 mg/dl and small ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.